Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID#2134265-2018-01287. It was reported a perforation, pericardial effusion occurred and the patient expired. A 1.50 mm rotalink¿ plus was used over a rotawire in the severely calcified diagonal bifurcation in the left descending artery (lad). After the third run, a perforation was noted. The physician began cardiopulmonary resuscitation (CPR) and pericardiocentesis, ultimately the patient expired.